Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked when trying to push medication through, and the needle popped off the syringe during the injection. These events occurred with 6 needles. The following information was provided by the initial reporter: "we seem to be having a problem with some of our needles. They aren¿t pushing meds through the needle and popping off syringes during injections."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd precisionglide¿ needle was blocked when trying to push medication through, and the needle popped off the syringe during the injection. These events occurred with 6 needles. The following information was provided by the initial reporter: "we seem to be having a problem with some of our needles. They aren¿t pushing meds through the needle and popping off syringes during injections."